Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email by the medical professional that the customer was hospitalized for diabetic ketoacidosis (dka) and hyperglycemia. It was suggested by the medical professional that the customer must attend training, education classes and demonstrate excellent self-management skills. It was reported that the customer was having issues with auto mode. It was reported that the customer was a visitor to canada and the patient was discharged from the hospital. Product is not expected to return for analysis.